Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation in late 2008, that a hydothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. According to the complainant, post procedure the patient was presented with a burn, approximately 1cm blister about 3cms to the left of her vagina on her buttocks. The physician treated the patient and released her (treatment unknown). The physician noted that there were no alarms of fluid leaks during the procedure. The patient's condition was reported as "stable".

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unknown. The complainant indicated that the device will not be returned for evaluation since it was disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.